Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. At the time of lunch, customer¿s blood glucose was 184 mg/dl and sensor glucose was 49 mg/dl and insulin pump suspended. The customer also received calibration not accepted alert. No harm requiring medical intervention was reported. The sensor will be returned for analysis.